Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio2: 3.3, lab: 2.3; date: (B)(6) 2011, inratio2: 2.4, lab: 1.9. The time between testing performed on (B)(6) 2011 was ten hours. Customer was admitted to the hospital due to a stroke. His last dose of coumadin was the day prior to calling in the complaint. He stated that he is on lovenox until further notice, injection started on (B)(6) 2011. Caller was notified that some medications/lovenox can cause unexpected results as outlined in technical bulletin 104. Technical service advised the customer lovenox is a known interference of the inratio as outlined in the product insert.

Manufacturer narrative:
Investigation pending.